Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation - evaluation: a review of documentation including the complaint history, device history record, instructions for use (IFU), manufacturing instructions and quality control, as well as a visual inspection of the returned device was conducted during the investigation. One cvc set was returned for evaluation. A physical examination of the device showed elongation on the straight end of the wire guide, as well as protrusion of the inner safety wire. Multiple kinks and bends were noted throughout the wire, with biomatter present on the returned components. There is no evidence that the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record for lot 9216911 found one relevant nonconformance for a broken wire, in which a quantity of 6 were scrapped. It should be noted that there were two other complaints reported for this lot number; however, these complaints were not relevant. There is no evidence to suggest that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: instructions for use: ¿2. Prepare the catheter for insertion by flushing each of the lumens and clamping or attaching the injection caps to the appropriate extensions. Leave the distal extension uncapped for wire guide passage. 4. Slide safe-t-j wire guide straightener (positioned on distal tip of wire guide) over ¿j¿ portion of wire guide. Pass straightened wire guide through needle; advance wire guide 5-10 cm into vessel. If straight wire is used, always advance soft, flexible end through needle hub and into vessel. If resistance is encountered during wire guide insertion, do not force wire guide. Withdrawal of wire guide through needle should be avoided; breakage may result. 5. While maintaining wire guide position, withdraw needle and safe-t-j wire guide straightener.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, examination of the returned product and the results of our investigation, it was concluded that user error contributed to this incident. The instructions for use (IFU) that is provided with the device state: ¿withdrawal of wire guide through needle should be avoided; breakage may result.¿ the appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a procedure in the subclavian artery that a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set guide wire was found "peeled", or unraveled, after withdrawal. After the guide wire was advanced into the blood vessel through the needle, the physician went to withdraw the wire guide through the needle. The physician faced difficulty while withdrawing the wire. He withdrew both the wire and needle and found the wire peeled. The physician used a new set of the device to complete the procedure. No adverse effects to the patient were reported for this incident.